Manufacturer narrative:
Product complaint # (B)(4). Medical device removal. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer.

Event description:
This complaint is from a literature source. As reported in the literature publication entitled, ¿immediate breast reconstruction with a wise pattern mastectomy and nac-sparing mckissock vertical bipedicle dermal flap¿ a female patient with ptotic breasts who underwent therapeutic mastectomy and immediate breast reconstruction with implant: cpg 313, 490 cc developed nac necrosis after 1 week, and therefore, a surgical revision was performed and the implants were exchanged to te (resection weights 758 and 820 g, implant: cpg 313, 490 cc). The patient then healed without problems. The study reviews data for a case series of 17 breasts in 11 women who underwent breast reconstruction with the new technique. Methods: inclusion criteria were indication for a unilateral or bilat- eral prophylactic or therapeutic mastectomy and immediate breast reconstruction in women with ptotic breasts. Ptotic breasts were defined as a nipple¿sternal notch distance of 25 cm or more, and a nipple¿inframammary fold distance of 8 cm or more. Mentor devices (unspecified number) were used in this study. No device specific information (including catalog and lot number) was provided in the article. Mentor take conservative approach to report this complaint under mentor device